Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had a long charge time indicating an eri battery status had been reached. The health care professional discuss ICD replacement options with the patient.